Event description:
The manufacturer received information alleging a trilogy ev300 device failed initial system test active exhalation verification. There was no allegation of patient harm. The device was not reported to be in patient use. Onsite service of the trilogy ev300 device has been cancelled by the customer. The customer does not want to proceed with repair. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.